Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD was found in backup vvi. The ICD was reprogrammed and the patient experienced no consequences.